Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor produced service code 102 but was able to pass incoming testing. Upon evaluation, there was a fractured solder connection high-voltage capacitor c19. The root cause of the fractured solder connection is mechanical shock from physical impact. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.